Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic complaining of redness, swelling and soreness of site of device. There was no drainage and incision were intact. The patient was prescribed on antibiotics. Patient was stable and discharged home.